Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for another indication and it was not reported if the patient remained hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the peritonitis. Dianeal therapy was ongoing. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient outcome was not reported. No additional information is available.